Event description:
A patient reported blood glucose results of "124 mg/dl" with a lifescan meter and "163 mg/dlj" on a laboratory device, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.